Event description:
It was reported to boston scientific corporation that a spaceoar placement was performed during a spaceoar placement procedure on (B)(6) 2023. The procedure was performed under general anesthesia. During the procedure, the hydrogel started to come out throughout the patient's urethra. A cystoscope was performed after the event to ensure that there were no bladder injuries or ejaculatory duct obstruction due to the hydrogel. The patient's condition is reported expected fully recovered. Boston scientific corporation was not able to have more information, despite good faith efforts.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Problem code captures the reportable event gel misplaced - non vascular.